Event description:
The customer reported that they noticed wash solutions a and b were connected incorrectly. No erroneous results were reported.

Manufacturer narrative:
The customer corrected the wash solution connection. The customer performed primes to clear the lines and ran the monthly maintenance. The customer repeated all testing on the provue without incident after properly connecting the wash solution lines. (B)(4)